Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 123 days abbott has decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since september 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that low flow alarms were occurring at home with increasing frequency. Patient was seen at the clinic on (B)(6) 2018 and an echocardiogram (echo) was performed that showed stable left ventricle dimensions with no aortic valve closure. Pump speed was increased to 6400 rpms but was still unable to capture the aortic valve. A 3d CT scan performed on an unspecified date revealed an outflow graft twist. A computed tomography angiography (cta) performed on (B)(6) 2018 revealed thrombus involving the proximal portion of the lvad outflow cannula causing narrowing between 60-75 percent. On (B)(6) 2018, the patient was returned to the or for an outflow graft revision. During the procedure, a moderate amount of proteinaceous material was found, but not believed to have been causing any obstruction; however, there was an obvious twist in the outflow graft that was causing obstruction. The outflow graft was turned approximately 200 degrees counterclockwise, which relieved the outflow stenosis and lvad flow immediately increased to more than 5 liters per minute (lpm). It was observed that the outflow was pointed slightly towards the right shoulder, and was corrected by placing a #2 prolene around the outflow cannula and around the cut end of the 7th rib. This allowed for better positioning of the lvad outflow cannula. The outflow graft was also shortened by using a running 5-0 prolene to imbricate a portion of the graft¿s superior surface. This caused the graft to run straighter and more medial, and improved the overlay of the pump and graft. No additional information was provided.

Manufacturer narrative:
Investigation summary: patient remains ongoing with the device. The report of an outflow graft twist could not be confirmed. The center reported that the patient presented with increasingly frequent low flow alarms while at home. The reported alarms were confirmed on the submitted sets of log files. A corrective action has been implemented to address hm3 outflow graft twist. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on the event.